Event description:
MFR received a report of a recliner ottoman falling down on to a pt's leg. This allegedly resulted in a broken leg. A specific malfunction has not been identified and eval has not been permitted.